Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a micro-centrifuge vial. Visual inspection found that the haptic was broken. Dimensional and functional inspection found the lens to be within specification. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vticm5_12.1 implantable collamer lens, -4.0/+1.0/168 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) -2020. On (B)(6) -2021 the lens was exchanged with a longer length lens due to refractive surprise. The problem is resolved. The cause of the event is reported as unknown.